Manufacturer narrative:
Analysis of the lead (lot # 0206287330) found that the body of the lead had a broken conductor and the anchor site was unknown. Analysis of the bi-wing anchor found that the anchor was cut.

Event description:
Additional review of the event indicated that the information previously reported in manufacturer¿s report number: 6000153-2014-00002 should have been reported under this manufacturer¿s report number. Any additional information received will be reported under this manufacturer¿s report number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it turned out that the date of (B)(6) 2013 was not the implant but the date that the patient informed the professional. It was noted that the actual implant date was (B)(6) 2012. It was noted that the lead was placed between ¿th7/th8.¿ it was noted that based on the available x-ray the 24 cm distal point could well be the upper part of the anchor, so where the leads ¿exit¿ the anchor in cranial direction. It was noted that the patient was not overly or abnormally active. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3877-60, lot# 0206287330, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 97792, product type: accessory.